Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a prolonged hyperglycemia event after a breakfast meal announcement while using the ilet system, with blood glucose rising to 401 mg/dl and remaining elevated for approximately 7¿8 hours until the user changed pump supplies; thereafter glucose levels declined. Symptoms included no reported physical complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user interview and review of device alerts. Investigation of this case revealed that the ilet provided a high glucose alert and that the event resolved with infusion set and cartridge change, which is consistent with reduced or interrupted insulin delivery at the infusion site without visible set failure. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion site or supply-related delivery impairment that resolved with replacement.